Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the implantable cardiac monitor had alert for false pause episodes due to loss of sensing. No intervention was performed. The patient was stable.